Event description:
Initial reporter indicated that system and normal mode diagnostic testing yielded high lead impedance. The physician also reported that the pt had an increase in seizures since (B) (6) 2008, it is not known if the pt reported increase in seizures are over their pre vns seizure rate. No surgical plans have been made at this time. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.